Event description:
It was reported that the surgeon revised the patient's let hip due to pain. MRI showed a pseudo tumor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: 9616680-2012-00900.